Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both pitch cables were broken at the distal clevis hub. Both cable segments that contain the crimp were still installed in the clevis. No other damage or wear marks were observed on the clevis. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that during a da vinci nephrectomy procedure, the cable of the fenestrated bipolar instrument snapped and was hanging out of the jaws. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.